Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported roughly a week after xen 45 gel stent implant in a patient, the anterior segment of the lumen was occluded by iris tissue. Healthcare professional is going to attempt to clear the iris from the lumen for treatment.